Event description:
This event was discovered in peer reviewed literature. A patient was admitted 29 months after endovascular repair with the gore excluder aaa endoprosthesis. A CT-scan confirmed aneurysm rupture with a large hematoma in the extraperitoneal space. The patient was transferred to the operating room where the patient was converted to open surgical repair. The device was explanted, and an aorto-bi-iliac graft was sewn-in and the retroperitoneal hematoma removed. The patient was discharged in good condition. In the authors opinion, the cause of aneurysm rupture was a type I endoleak due to distal migration of the proximal graft extension.

Manufacturer narrative:
Further information has been requested.